Manufacturer narrative:
Device is combination product. (B)(4). . Device evaluated by manufacturer: a visual and microscopic examination of the device noted proximal stent damage. Struts at the proximal edge were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a coronary stenting treatment procedure, crossing difficulty occured. The target lesion was located in the "highly" calcified right coronary artery. A 24mm x 3.50mm ion stent was advanced but was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.   Returned device analysis revealed stent damage.